Event description:
It was reported that four (4) clearlink system continu-flo solution sets leaked during patient use. The issue was further described as the devices were not "screwed on correctly". A new device was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.